Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced soreness in the implant site. This (ICD) remains in service. No additional adverse patient effects were reported.